Manufacturer narrative:
The battery with an unknown serial number was not returned for evaluation.  Analysis of the device could not be performed since the device was not returned nor identified.  A review of the controller logs did not corroborate the rapid discharge of any of the batteries connected to the controller as reported in the event description. The logs did however, revealed that the batteries were routinely being exchanged before they reached 25% of relative state of charge (rsoc).  The reported event could not be confirmed. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that due to the bent pins rapid discharge of one battery was observed. No additional information available.